Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID (B)(4), implantable pulse generator, implanted: (B)(6) 2008; product ID 503258, implantable pacing lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported there was an infection. It was also reported that the atrial lead pulled back from original position and had poor pacing, no capture and extremely elevated pacing impedance. The atrial lead remains in use. No patient complications were reported as a result of this event.